Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was aborted and arranged for another time. The philips field service engineer (fse) inspected the system on-site and confirmed that the system was unable to perform exposure. Analysis of the log file showed the error 'xsc: flow switch of clm defect. Upon troubleshooting, the fse checked the system for low load fluoro flavors selected and a tube rotor problem. After restarting the system several times, the clm still couldn't run. The fse determined that the cooling unit was defective. To resolve the issue, the fse replaced the cooling unit. The defective part of the cooling unit was returned to philips for failure analysis. The investigation showed that the flow switch was always open and the pcba (printed circuit board assembly) was defective. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform exposure. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.